Event description:
Customer sent an e-mail stating that she had run a control test on her contour usb and the result was 40mg/dl high out of range. No other information was provided. The customer was sent an e-mail in return asking her to call the customer service department for further assistance. There was no adverse event alleged.

Manufacturer narrative:
The customer did not provide complete personal information or product information. It's not possible to determine the manufacture date without the meter information